Event description:
A patient was in the sedation suite for vaccinations. When the rn gave one of the injections using a bd integra syringe with retracting bd precisionglide needle, the needle did not retract. I removed the needle and syringe to the desk where I then tried to push the plunger further in order to make the needle retract and it would not. I then threw the needle and syringe in to the sharps container as it was used and potentially harmful to staff.